Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm sapien 3 valve is reported to be failing from aortic stenosis approximately 7 years and 4 months post implant in the aortic position. Per medical record received, tte 6 years and 9 months post implant of the sapien 3 valve showed moderate-severe aortic stenosis and valve mean gradient measured 47mmhg. Approximately 7 years and 4 months post implant, the patient presented to the hospital for ongoing evaluation and management of cardiogenic shock, coronary artery disease, and critical aortic stenosis. As the patient needed bypass grafting, the patient did not undergo tavr. Per the field clinical specialist, the patient went to surgery for explant of the sapien 3 valve and CABG. An edwards surgical valve was implanted. CT and echo prior to the valve explant procedure were reviewed by an edwards lifesciences clinical imaging specialist. The tee shows a severely thickened, immobile, aortic transcatheter heart valve (thv) posterior leaflet. The lateral leaflet appears mildly thickened. There is moderate central aortic insufficiency (ai). The CT shows severely calcified posterior cusp and a moderately calcified left cusp. The 26mm sapien valve is under-expanded at 23.4mm at mid valve (0.5mm added for outer diameter).

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The cause for the valve calcification could not be determined with the information provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.